Event description:
It was reported that the device was showing out of specification based on the third digit reading on temperature check. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device investigation: no product was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The exact cause could not be determined; however, based on the reported problem, the most probable cause is a user perception, as the 3rd digit is a decimal point and the calibration tolerances are with (B)(4) range of specified values. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.